Manufacturer narrative:
This report is submitted on april 11, 2022.

Manufacturer narrative:
This report is submitted on march 17, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to poor performance and the patient was re-implanted with another cochlear device during the same surgery.